Event description:
It was reported that during a right shoulder arthroscopy case the surgeon converted to an open procedure in order to retrieve the tip of the broken device. After the surgeon made the second pass with the fiberwire (pass successful) the needle would not retract back into the suture passer. The suture passer was moved from side to side to free the needle. After removal, the surgeon noticed that the tip of the needle was missing. The tip was successfully retrieved. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation, device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is excessive force in moving the needle from side to side in order to free the device. On the package, there is a labeling instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.